Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Implant date - 2006.

Event description:
It was reported that the patient will require a revision surgery due to wear and pain. No revision procedure has been reported to date. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog #: unknown lot #: unknown, unknown femoral, catalog #: unknown lot #: unknown, unknown patella, catalog #: unknown lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11334, 0001825034-2017-11337. Product remains implanted.

Event description:
It was reported that the patient will require a revision surgery for an unknown reason on an unknown date. No patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information the event will be reported under MFR# 3006946279.